Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("bladder/urinary problems: vaginal discharge") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and hormone level abnormal outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fatigue, hormone level abnormal and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received:case became incident.event injury nos was updated with events 'dysmenorrhea, dyspareunia, vaginal discharge, fatigue, hormonal changes' were added. Patient date of birth added. Product stop date added. Lab data added. Reporters(lawyer) added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.